Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse for the customer called in to report hospitalization for a motor error alarm during prime and high blood glucose levels and the customer's blood glucose level was unknown. The cause per the health care provider was diabetic ketoacidosis. The customer was advised to discontinue use of the device and revert to a back-up plan. The caller was advised to call back to discuss replacement options and to verify the device. The product was not returned for analysis.